Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: this supplemental report is to include information in describe event or problem regarding the lead revision procedure.

Event description:
It was noted that during lead revision procedure, the helix would not extent after positioning the lead and therefor the lead was explanted.

Event description:
It was reported that the patient presented with loss if atrial capture and loss of p-wave sensing. The pacemaker was reprogrammed at the time, and the patient was scheduled for a lead revision procedure of the right atrial lead. During the procedure, lead dislodgement was observed upon fluoroscopy. The lead was explanted, and no new lead was able to be implanted due to patient's anatomy. The pacemaker was reprogrammed. The patient was stable post-procedure.